Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, probable cause is unable to be determined.

Event description:
It was reported that a plum 360 infusion pump got stuck on the maximum speed during the infusion of a bolus and asked that the liberal nurse turn it off and on during patient use. There was no harm reported.